Manufacturer narrative:
The investigation is ongoing.

Event description:
Per the field clinical specialist (fcs), approximately 3 years and 7 months post transcatheter aortic valve replacement (tavr) procedure using a 23mm sapien 3 ultra valve, the valve is failing due to severe prosthetic valve stenosis, with velocities/gradients increasing significantly since implantation. Per medical record review, approximately 3 years and 7 months post-implantation, the patient presented with worsening doe and intermittent chest discomfort. Transthoracic echocardiogram revealed severe bioprosthetic aortic stenosis, with a peak velocity (v-max) of 4.4 m/s, mean gradient of 50 mmhg, and effective orifice area (eoa) of 0.54 cm2. These findings represent a deterioration compared to the prior echocardiogram. During a follow-up visit, early degeneration of the bioprosthetic valve was confirmed. A multidisciplinary team recommended surgical replacement with a mechanical aortic valve. The patient agreed to proceed with surgery, pending completion of a cardiac catheterization and dental evaluation.

Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, stenosis/increased gradient events for the s3, s3u, s3ur valves post-implantation have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (atherosclerosis, thrombosis, endocarditis, rheumatic fever, pannus formation) and/or procedural factors (under-deployed valve, valve size selection, patient-prosthesis mismatch). The reported event of stenosis was confirmed based on medical records provided. Available information suggests patient factors (hyperlipidemia, diabetes) likely contributed to the event as a patient medical history of hyperlipidemia and type 2 diabetes was reported in the medical record. Atherosclerosis is the buildup of calcification, plaque, or fatty material on the valve over time. These deposits often come with age and make the valve tissue stiff, narrow, and unyielding which can contribute to increased gradients or stenosis. Factors such as but not limited to renal failure, patients undergoing hemodialysis / renal replacement therapy, hypercholesterolemia, hyperlipidemia, and/or diabetes mellitus can further contribute to atherosclerosis. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.